Manufacturer narrative:
No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. Issue resolved at time of event. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon alleged an emitter verification issue occurred. The emitter was not being displayed or functioning. The emitter was manipulated and the connection was re-established. After the emitter was connected successfully normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy 5 minutes. There was no impact on patient outcome.